Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to emergency room with suspected syncope episode. Upon interrogation of the device it det ermined that there was noise on the right ventricular (rv) lead egm channel causing pacing to inhibit. The patient also had a rising rv impedance and intermittent rv capture. A lead fracture was suspected. The physician determined the patient needed a new rv lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.